Event description:
The fourth time the stapler was placed into the port, the handle of stapler was opened and tissue was in stapler. The stapler would not fire. Md dislodged tissue from jaws of stapler and removed stapler from port. No harm to pt. Or case completed with new stapler. Stapler bagged and saved.